Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the reporter indicated that the patient is having issues with blood glucose of "549 mg/dl." Reportedly at 3 am, the patient bolus on the animas insulin pump for a blood glucose reading of "327 mg/dl." At 8 am, the patient obtained a blood glucose reading of "419 mg/dl." A 22.65u of bolus was given for carbohydrate intake and correction to the elevated blood glucose. At 9:30 am, the patient obtained a blood glucose reading of "549 mg/dl." The patient reportedly did not have any symptoms at the time of concern. During the phone call to animas helpline, the customer service/healthcare provider recommended changing out the insulin distribution site when there is unexplained elevated blood glucose above 300 mg/dl. There was no evidence of an insulin pump malfunction at the time of concern. This complaint is being reported due to an alleged elevated blood glucose reading of over 500 mg/dl which the patient obtained while using the alleged animas insulin pump. Although there is no evidence of a product malfunction, a definitive causation can be found for the patient's alleged hyperglycemia. Hence, this complaint is being reported.